Event description:
Three years postoperatively, the valve was explanted due to endocarditis. Prior to explant, the pt presented following one week of lethargy, nasuea, and decreased responsiveness. Echo demonstrated vegetations on the valve, blood cultures were positive for gram-positive cocci, and a head CT scan showed an acute infarction. At explant, the surgeon noted good ventricular function, moderate adhesions, and marked vegetations on the valve. The valve was removed, the annulus debrided, and a 27 mec-12 was implanted. Closure of a patent foramen ovale was also performed during this procedure. The pt had a history of rheumatic fever and muscular dystrophy.